Event description:
The customer reported having had a hospitalization a couple two years ago for a low blood glucose level. The customer stated she was at the eating to treat for the low blood glucose. Then recalls going into a seizure and taken to the hospital. The customer does not recall the month, but does recall being an inpatient and was released six hours later. The customer blood glucose level was 32 mg/dl.

Manufacturer narrative:
Currently, it is unknown, whether or not, the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.